Event description:
Aorta had an irregularity at the neck located below the renal arteries. With the deployment of the main body graft, the graft appeared to be pushed inward at the proximal end of the first stent and the graft material. The "blemish" in the aorta allowed for a minor blush to be observed during the completion angiogram. The proximal portion of the graft was ballooned several times, minimizing the proximal endoleak but not providing a satisfactory seal. A main body extension was deployed below the orifice of the lowest renal artery, and the proximal endoleak was resolved. Final angiogram performed noted a late filling type ii endoleak originating from a lumbar artery. Pt to be monitored.